Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: approx 1 year after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated mid right coronary artery (rca) with one xience v stent and in the predilated proximal rca with one xience v stent. On (B) (6) 2009, the pt experienced dizziness, shortness of breath, and decreased level of consciousness due to symptomatic aortic valve stenosis. On (B) (6) 2009, the pt underwent an aortic valve replacement and coronary artery bypass graft in the proximal rca. The pt was extubated from the ventilator the first postoperative morning. On the evening of (B) (6) 2009, the pt experienced respiratory compromise and hypotension the required reintubation and cardiac resuscitation with medications and fluid support. Invasive monitoring lines were replaced on the pt that had been dislodged and removed by the pt due to his agitation and altered mental status. A head CT scan revealed no evidence of an acute infarct. An eeg on (B) (6) 2009 showed "evidence of most likely effects of sedation and no evidence of any epileptiform disturbance; more than likely encephalopathy." On (B) (6) 2009, the pt experienced cardiac arrest with severe bradycardia and hypotension requiring CPR. Echocardiogram found a large posterior pericardial effusion. The pt was taken to the operating room where the pt experienced another cardiac arrest with hypotension that required evacuation of the pericardial effusion, relief of cardiac tamponade, resuscitation, and an intra-aortic balloon pump. During the hospitalization, the pt experienced a febrile illness. Blood cultures found serratia that required antibiotic therapy. Respiratory cultures also found candida albicans which required anti-fungal therapy. The pt also had mildly elevated liver enzymes and renal insufficiency. The pt was transferred to another facility for further recovery on 8/13/2009. Though requested, no additional info has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The lot number was provided. Review of the device history record for this lot is forthcoming.